Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "attempting to use the needles and nothing comes outs not even air." Material 305916 lot 2025237 has additional lot 20 different boxes attempting to use the needles and nothing comes outs not even air. (B)(6) please send fedex label to the pharmacy.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4): follow up MDR for device evaluation. 127 samples were received. They came in sealed packaging blisters. 50 samples were randomly selected. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2025237 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend.

Event description:
No additional information.